Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63) and the location of the damage at the back side of the pump. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a pump error. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Successfully utilized thump to download history files and trace files. Unable to perform displacement test due to constant and unexpected pump error 38. Unit passed self test. Pump error 63 alerted on (B)(6) 2024 at 21:53:24.000 hour. Per software engineer log, pump error 63 due to timeout of apr write operation for lptim (low-power timer). Hardware error (line number = 130 and file number = 690). Pump was cut open to perform visual inspection and found moisture damage on pcba1 and lcd flex connector gold traces. Isolate to electronic stack. The following were noted during visual inspection: cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for pump error 63 confirmed. Pump error 63 alarm due to hardware error. Customer concern for cosmetic damage on back side of pump confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.